Manufacturer narrative:
H6 ime e2402: air filled tract, patchy airspace disease, elevated crp; wbc, foci of gas, thick & reactive omentum. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of sleeve gastrectomy. During the surgery the device was used, and a gastroscopy and leak test was performed and no leak was found. During a subsequent surgery an air insufflation test was done and was positive for a gastric sleeve leak, all signs also indicated a postoperative bleed from the staple line. It was reported that after the surgery, the patient experienced rim-enhancing collection, abscess, air filled tract, hemorrhage, pleural effusion, patchy airspace disease, elevated crp; wbc, oropharyngeal flora, pleural empyema, foci of gas, ulceration in distal esophagus, abdominal pain, liquid stool, pale looking, intraabdominal blood, fibrin deposition, thick & reactive omentum, dyspnea, cough, brown-colored sputum, white fluid coming through ge junction orifice, & necrotizing pneumonia. Post-operative patient treatment included CT scan, x-ray, upper gi series, hospitalization, diagnostic lap, multiple diagnostic gastroscopies, use of drains, ultrasound-guided transrectal pelvic abscess drain placement, fluoroscopy-guided stent placement, esophageal stent removal, pigtail catheter insertion & drainage of pleural effusion, antibiotic therapy, oral antibiotics, & pigtail catheter removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of sleeve gastrectomy. During the surgery the device was used, and a gastroscopy and leak test was performed and no leak was found. During a subsequent surgery a air insufflation test was done and was positive for a gastric sleeve leak, all signs also indicated a postoperative bleed from the staple line. It was reported that after the surgery, the patient experienced rim-enhancing collection, abscess, air filled tract, hemorrhage, pleural effusion, patchy airspace disease, elevated crp; wbc, oropharyngeal flora grew in sputum gram stain, pleural empyema, foci of gas, ulceration in distal esophagus, abdominal pain, liquid stool, pale looking, intraabdominal blood, fibrin deposition, thick & reactive omentum, dyspnea, cough, brown-colored sputum, white fluid coming through ge junction orifice, & necrotizing pneumonia. Post-operative patient treatment included CT scan, x-ray, upper gi series, hospitalization, diagnostic lap, multiple diagnostic gastroscopies, use of drains, ultrasound-guided transrectal pelvic abscess drain placement, fluoroscopy-guided stent placement, esophageal stent removal, pigtail catheter insertion & drainage of pleural effusion, antibiotic therapy, oral antibiotics, & pigtail catheter removed.